Event description:
It was reported that the patient had the gastrostomy tube placed in 2007. The balloon was filled with 7cc of saline/water. The balloon burst on either 17 or 18 days later.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.